Event description:
It was reported that during a ptca procedure, the balloon became stuck on the guide wire. While attempting to remove, the catheter shaft separated. The catheter was successfully removed from the pt. No pt injuries or complications occurred.